Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The patient's wife reported that the patient had previously developed a red, burning, itchy skin irritation under the front and rear left therapy electrode pad. The patient's cardiologist recommended calamine lotion and the irritation had since healed.